Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during an implant while attempting to place the right ventricular (rv) lead in the middle septum, the helix misaligned, moved from the hinge to the free wall and perforated resulting in cardiac tamponade. After drainage, the rv lead was removed and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.